Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep), regarding a patient who was implanted with a neurostimulator (ins). Intermittent stim was reported that patient thought was normal for two years. At the time of the report, the impedances revealed that patient's 0-7 lead only had three electrodes less than 40,000 ohms. The 8-15 lead was good. Patient wanted replacement as they were due in december of 2018 for end of life of the ins. Patient was reprogrammed on lead 8-15 and was getting stimulation. There were no environmental/external/patient factors that may have led or contributed to the issue. The impedance issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-22. It was reported that the healthcare professional (hcp) was replacing the implantable neurostimulator (ins) on the day after the report, but they did not want to replace the bad lead due to patient health issues. On 2018-(B)(6), the rep reported that the patient was getting stimulation on both programs, but impedances were still oor on the 0-7 lead. The rep worked with the patient for some time in recovery (after the surgery) to run impedances multiple times and noted different readings while the patient was in different positions. Also, the rep was able to program the patient at bilateral coverage using 8-15 lead only and they were receiving good coverage. There were no further complications reported or anticipated.